Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type, h6 impact codes and h6 device codes.

Event description:
It was reported that the health care professional (hcp) had called in for magnetic resonance imaging (MRI) mode on the pacemaker system. Technical services (ts) confirmed that both device and leads were MRI conditional. Upon review it was noted that safety switch was triggered due to high out of range pacing impedance measurements, measuring greater than 2100 ohms. Technical services (ts) recommended to follow up with the cardiologist. There was no MRI programmed. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that this device exhibited impedance measurements currently at 2300 ohms has consistently been rising since (B)(6) 2023. The device is pacing and capturing currently. This lead was surgically abandoned due to lead fracture and impedance issue. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the health care professional (hcp) had called in for magnetic resonance imaging (MRI) mode on the pacemaker system. Technical services (ts) confirmed that both device and leads were MRI conditional. Upon review it was noted that safety switch was triggered due to high out of range pacing impedance measurements, measuring greater than 2100 ohms. Technical services (ts) recommended to follow up with the cardiologist. There was no MRI programmed. This rv lead remains in service. No adverse patient effects were reported.